Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced redness at the magnet site. Magnet strength was adjusted and the recipient was advised to discontinue use for several days. However, the recipient continued device use and is presenting with an infection. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a severed electrode. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: sections h.6 advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly had an MRI without following the bandaging protocol, which caused the redness that led to the infection. The recipient has healed. The recipient was reimplanted with another advanced bionics cochlear implant. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information sections b.3 & d.6b. The recipient reportedly experienced magnet displacement and necrosis. Medical treatment (type unknown) and local care (type unknown) were provided; however, the issue did not resolve. The recipient's device was explanted. The recipient will be reimplanted at a later date. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.